Event description:
Customer reported that they re-enabled sensor for ph when automatic quality control (aqc) level 2 and level 3 failed for ph on the instrument. Customer reported that 10 patient samples were run during the time of the aqc ph failed and being restored. There was no report of injury due to this event.

Manufacturer narrative:
Customer should not have run patient samples when automatic quality control (aqc) level 2 and level 3 results failed for ph. Siemens representative checked the instrument and found out that system was on "unrestricted" mode so changed it to "restricted" mode. Customer has been instructed to put security measures in place for only designated operators to be able to perform certain actions. Instrument is working as intended.